Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of not feeling well. The pulse generator exhibited an inappropriate rate decrease.